Manufacturer narrative:
H10: a field service engineer (fse) later determined that the issue was due to the power management (pm) printed circuit board assembly (pcba). The fse replaced the pm pcba and confirmed the reported issue had been resolved. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the error "primary alarm failed" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had the error, "primary alarm failed". The rse provided the customer with steps per the service manual to resolve the issue. The rse then provided the customer with the part number for the speaker assembly to order and replace. Repair is currently pending.